Event description:
In 2008, the pt felt a pain under the pump like a pulled muscle/cramp. The pump was pushed in and the pt wore a hernia belt; the pain resolved. The pump was programmed in flex mode and delivered a programmed bolus at 10 pm. At 2 am, the pt had an erection that lasted for 6-7 hours; he had never had priaprism before. The next day, the pt had repeated erections and at 10:30 am leg weakness and "tingling/crawling". The following day, the pt had "tingling/crawling" and felt like he was getting more drug; his upper thighs were "internal goosebumps/chills", and he was feeling weak. Over the past two days, the pt's legs had loosened up and his gait normalized; he was able to bend his knees and walked better. Three days later, the pt had itching of the thighs/no rash. The pump was interrogated and a motor stall was recorded the day after the original date, with no recovery; the last pump refill was the first week of june; the pump was filled with 20 mls; the interrogation/telemetry strips showed that the reservoir volume was 14.1 mls. The following day, the pump was updated and the pump logs were rechecked; the stall with tube set message still appeared in the pump status window and was confirmed in the event logs. The pt had not had an MRI or other medical procedure; he was lying on the couch watching tv at the time the stall occurred. Five days later, the pt experienced a loss of therapeutic effect, increased spasticity, and prolonged erection. Some oral baclofen had been taken by the pt. The pump was used to deliver compounded baclofen. Two weeks later, it was reported that multiple motor stalls with no recovery had been seen in the pump logs. The pt had intermittently heard an audible alarm. The pt had alternating severe spasticity and then no spasticity. The pump was filled with normal sterile saline.

Manufacturer narrative:
Add'l info has been requested, a follow-up report will be sent if additional info becomes available.